Event description:
It was reported that the implantable neurostimulator (ins) was at end of service (eos). The ins was explanted and returned. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The device was functionally okay.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6),2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6),2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.